Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with low blood glucose of 28 mg/dl. The customer was treated with a glucagon injection and an intravenous. The customer's doctor believed the insulin pump was over-delivering insulin. The customer's current blood glucose was 202 mg/dl, treated with glucose tablets. Troubleshooting did not find any issues with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to the force sensor resistor damaged by moisture. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker. Unit received with broken belt clip slot.